Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that when she was trying to a deliver a bolus, the insulin pump would take her to the max bolus. The customer stated the issue occurred later in the day again. She also stated her insulin pump may have been exposed to moisture. She also reported keypad issues, stating the keypad was stuck on 10 units while trying to bolus. The up arrow was also stuck according to the customer. The customer stated the insulin pump was in her swimsuit prior to the issues occurring but she did not go swimming with it on. The customer was asked to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.